Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and significantly air was being drawn in from the sheath. Brockenbrough method (bb) could not be done successfully in one attempt. The bb needle was re-inserted and after the bb was performed again, the procedure was performed with the varipulse catheter. However, the vizigo short came out from the left atrium again. The varipulse catheter was replaced with the decanav catheter and after approaching the left atrium, when the decanav catheter was removed, air was significantly drawn from the sheath. The sheath was continued to be used, and the procedure was performed. After that, the procedure was successfully completed. No air was drawn into the patient¿s body. There was no blood return observed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000517 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).